Event description:
It was reported that a tandem mobi cartridge alarm occurred during pumping. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection of insulin to address high bg. The customer loaded a new cartridge and resumed insulin therapy, resolving the issue.